Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified shunt of left forearm. A 5.00 mm/2.0 cm/90 cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. During the first inflation, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.